Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while tagging the equipment trays, it was discovered that three tapered u-joint drivers have loose joints. No patient or procedure involved. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition; the u-joint lacks angular stability. The t15 u-joint driver (part # 03.802.431) was returned with a complaint describing the driver as having a loose joint. The t15 u-joint driver is part of the synfix-lr system, which is a stand-alone anterior interbody fusion device indicated for use in patients with degenerative disc disease (ddd) per the synfix-lr system technique guide. The u-joint of the driver was free-hand tested to see if it would hold angular stability (memory), it was shown to lack angular stability (memory). The primary purpose of the u-joint mechanism on these instruments is to allow for the transmission of torque to the instrument's working end (driver) to divergent angles the access exposure would otherwise not accommodate for a straight instrument. Although this device has lost stability (memory), the design is adequate for the application with the use of the guiding forceps, as specified in the technique guide. Additionally, the design with this tip geometry and material has been demonstrated through a user handling study to have a mean locking torque of 3.44 nm using the handle, with quick coupling, small which is specified in the technique. The mean ultimate torque of the tip has been determined through mechanical testing to be 6.95 nm. The technique guide instructs that the screw is locked when the ring on the driver meets the entry point on the aiming device and should not be advanced further. It contains a warning that "excessive torque can damage or break the instruments or implant. Use four fingers for final tightening." A review of the most current revisions of the drawings was performed and there were no changes required to the design of the t15 u-joint driver. The material is also adequate for its intended use. Per the technique guide, the tapered u-joint driver should be used with guiding forceps for position guidance and directional control into and out of the aiming device during the procedure. Additionally, extreme bearing loads on the peek bushings might reduce the memory capability of the u-joint. Therefore, the disposition of this complaint from a design perspective is not confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.